Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's skin irritation and infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that she has been having severe skin irritation issues with all pods since (B)(6) 2013 and has had to seek medical advice due to severity of irritation. She went to the hospital where she was put on antibiotics. She had no issues with reactions or skin problems from (B)(6) 2012 until approximately (B)(6) 2013. Patient has been using baby oil since (B)(6) to help remove pods and has tegaderm, opsite, and cavillon spray and cream to protect the skin. When pod is removed skin starts oozing and becomes red and inflamed. Patient sites pods on stomach and arms only, however does rotate sites in these areas. Once pod is initially put on and activated it becomes very itchy.